Event description:
Rn attempted to flush the smartsite extension site with normal saline flush to prime it but it failed and would not flush. Clamp is open. Disconnected and secured a new one and it worked fine. Continual issues with this product. FDA safety report ID# (B)(4).